Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported events of poor aspiration and abnormal noise. The footswitch cable was replaced as a preventative measure. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating there was no patient involvement. Technical service replaced the footswitch cable.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported poor aspiration and an abnormal noise. Additional information has been requested but not received.